Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture with lead movement in the pocket produced with isometrics. The thresholds have also increased. Additional information was received that this lead also exhibited intermittent oversensing of noise, variable impedances and an insulation issue was noted. The lead was surgically abandoned and a new lead successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.